Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/15/2024, it was reported by a sales representative via e-mail that an ar-3680 fibertak® button implant backed out. This occurred during a procedure when the surgeon followed the instructions of the technique guide to a t during the trial. The implant inserted ¿popped up¿ after he inserted it without pulling up on the implant handle. The implant seemed secure, so he proceeded to pass the repair sutures. The first suture went through the button and was perfect. The second suture had lots of resistance and pulled the whole implant out of the hole. The suture stayed in the button, so he had to cut it out and bail it out to the old button. There was no patient effect reported.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to misaligned insertion; or prying/leveraging the device during use.